Manufacturer narrative:
Additional information received from the affiliate states that the leakage was noted during inflatation . The device did prep properly. The procedure was completed with a new device. There was no patient injury due to the to the malfunction, however, the device malfunction is considered reportable. The device has been received, however, our engineers have not completed the product analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a procedure, a genesis sds leaked at the shaft during inflation. There was no reported patient injury. The device was prepped normally. No additional information was provided. One non-sterile catheter sds genesis 7.0mm x 29.0 cm 135.0 cm was received coiled inside a plastic bag. The balloon was not inflated. The stent was received mounted in the balloon. A pinhole was observed in the body shaft approximated at 22.0cm from distal tip end. No other anomalies were observed in the returned device. Sem analysis was performed to identify the cause of tip puncture. Results showed that the tip external surface exhibited evidence of scratching. The catheter inner surface exhibited no evidence of damage. Moreover, internal surface showed evidence of material apparently pulled from the exterior to the interior of the catheter. The exact cause of the failure could not be conclusively determined; however it appears that an object externally forced its way through the wall thickness of the catheter causing the puncture. Functional test was performed. During the flushing the guide wire lumen leakage was observed in the body shaft approximated at 22.0cm from distal tip end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer for body/shaft leakage was confirmed; however the exact cause of the tip puncture failure could not be conclusively determined. Controls are in place to prevent these failures during the process before leaving the facility. Neither the product analysis nor the sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. The cause of the shaft puncture cannot be determined.

Manufacturer narrative:
The product malfunction of leakage to the device body/shaft did not cause any serious injury, therefore, it does not meet MDR reportability.

Event description:
As reported by an affiliate, during a procedure, a genesis pro sds 7x29mm balloon leaked at the shaft. Another same product was used. No patient injury was reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.